Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set were found to be functioning as expected. The cannula was removed and no damage was noted. The customer was to change out all of the supplies on the pump.